Event description:
The contact stated the unit was alarming red. He was checking warranty and mentioned this in passing. The contact disconnected call prior to providing any details once he found out unit was out of warranty.